Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), depressed mood ("low mood"), alopecia ("hair loss"), dermatitis ("dermatitis on my hand and feet"), irritable bowel syndrome ("symptoms of ibs"), osteoarthritis ("osteoarthritis") and asthma ("asthma") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, anxiety, depressed mood, alopecia, weight increased, dermatitis, irritable bowel syndrome, osteoarthritis and asthma outcome was unknown. The reporter considered alopecia, anxiety, asthma, depressed mood, dermatitis, irritable bowel syndrome, medical device removal, osteoarthritis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), depressed mood ("low mood"), alopecia ("hair loss"), dermatitis ("dermatitis on my hand and feet"), irritable bowel syndrome ("symptoms of ibs"), osteoarthritis ("osteoarthritis") and asthma ("asthma") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, anxiety, depressed mood, alopecia, weight increased, dermatitis, irritable bowel syndrome, osteoarthritis and asthma outcome was unknown. The reporter considered alopecia, anxiety, asthma, depressed mood, dermatitis, irritable bowel syndrome, medical device removal, osteoarthritis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event medical device removal was added. Case was updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.